Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Returned product one v3 ring universal broken in half at the pivot point. Over-molding marking m (2021) and a (january) were identified on the product. Based on the review of the returned product the complaint is substantiated, however the exact batch of the suspect rings cannot be confirmed as no original packaging was included with the returned product, and the batch information provided in the complaint information does not match any batch produced at dso sarasota location.

Event description:
In this event it was reported that a palodent v3 matrix ring broke during use; no injury resulted.